Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented due to unstable angina (braunwald classification- iiib) and was referred for cardiac catheterization. The de novo target lesion was located in the radial artery to 1st obtuse marginal branch (om1) with 95% stenosis and was 20mm long with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilation and placement of a 3.00x24mm promus element plus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. On an unspecified date, the patient expired. No additional information is available at this time.

Event description:
In (B)(6) 2013, the patient expired.

Event description:
In (B)(6) 2013, the patient expired due to stroke.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Manufacturer narrative:
(B)(4).